Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective.

Manufacturer narrative:
Additional information: the customer reported on (B)(6) 2023 that the button soft components were peeling off on the side of the buttons. The customer is pretty sure water got inside of the infusion device and that's the reason why the buttons did not work. The customer inserted new battery in the infusion device and buttons are working again. The customer didn't want to send back the infusion device.